Event description:
Essure manufactured by conceptus, implanted at (B)(6) 2008. Device failed, right side, fallopian tube perforated, device in abdominal cavity, confirmed by va orthopedic doctor during x-rays, (B)(6) 2013, two pregnancies, both medically necessary terminated. (2012 and 2013).